Event description:
It was reported that a constant low amplitude noise was observed on the ventricular channel and intermittent noise was observed on the atrial channel. The noise was not seen with a new device.

Manufacturer narrative:
The anomaly observed in the field was verified via review of the stored egms. Testing on the bench and automated electrical testing found no anomalies and the device met all specifications. The header wires were x-ray inspected; no anomalies were found. The diameters of the header bore were measured and found to be within specification. The cause of the noise could not be exclusively determined, but it is suspected the noise could be due to a device header- lead connection, or by body fluid in the header.